Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse phone called the customer on 10-jun-2016 and found that customer has fixed errors for low pressure. Customer now runnning controls. Total areas for controls now above 700. Total areas for diluted samples are fine. Customer ran patients with no low area messages. The most probable cause of the reported event was reagent straws not all the way in bags.

Event description:
On (B)(6) 2016 the customer reported low total areas on capped whole bloods followed by low pressure during warmup with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.